Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right internal jugular vein due to prior dvt (deep vein thrombosis), tracheostomy, head/neck scc (squamous cell carcinoma s/p (after) radiation tx (treatment). Patient is alleging tilt, vena cava perforation, and organ perforation-mesenteric. The patient further alleges "I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries." And "I cannot recall the exact date I began to worry and have anxiety about the status of my filter and any related injuries; and have not treated with physician for these conditions."

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
The following fields were updated per additional information received: b7.

Event description:
It is alleged that patient received a cook celect filter on (B)(6) 2015. It is alleged the patient was injured without further explanation.